Manufacturer narrative:
An investigation was performed and the device was found to be operating as specified. The device detected and responded to signals as designed. The algorithm is performing as designed and intended. Improvements may be considered as an enhancement.

Event description:
The reporter indicated that the device was undersensing which resulted in prolonged detection/therapy delay. The pt had a spontaneous ventricular tachycardia (vt) episode and experienced syncope. The ventricular fibrillation amplitude was undersensed and several pacing pulses were administered with intermittent ventricular fibrillation (vf) sensing until agc "locked on." Fib was declared and terminated by a second shock. The pt also has a history of atrial arrythmias and far field sensing of the atrial signals via the ventricular channel. The reporter also stated that morphology change during the vf is suspected. A preliminary investigation concluded large amplitude, rapid ventricular rate (20mv) with underlying atrial arrythmia. Declared as vt and treated with a "c" shock. Shock accelerated vt to vf that was 1/4-1/3 of the size of the vf. Post shock pacing occurred (30 ppm) with intermittent sensing. After two consecutive pace events, the agc "locks on"the signal, vf is declared, and the shock terminates the rhythm to sinus with eventually undersensed atrial signals,junctional rhythm with occasional atrial event or a fib. The device is operating appropriately, a change in the selected parameters may be in order.